Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary - (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) - battery depletion-normal.

Event description:
Review of manufacturer's database indicated the patient had died approximately five months after device system implant. The cause of death has been requested and not received.

Event description:
Asku